Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system received. This device was received in used condition. The blue split cannula was not returned. The white depth/penetration limiter is attached and trimmed. No sutures or anchors were returned. There is obvious damage to the delivery needle. The tip has been broken off. Visual inspection indicates that the delivery needle tip met with force or another device cut or sheared the tip. This piece was not returned. Functional test indicates that the manual advancement of the actuator is functional. The complaint said that the tip broke between t1 and t2 implantation. There is no manufacturing cause related to support this complaint. No further investigation is warranted.

Event description:
It was reported that after the t1 was implanted, the tip of needle was broken. The t2 could not be deployed. Both ts were removed.